Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery cap was loose. The reporter noted the battery cap was not seated properly into the battery compartment and the yellow o-ring was visible. Reportedly, the battery cap had never been changed and was original to the pump since (B)(6) 2011. The user guide instructs the user to change the battery cap every three to six months. Troubleshooting did not find any pump defects; the reporter was advised to obtain a new battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.